Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report 3002808148-2025-14853-00 and 3002808148-2025-14853-01.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not turn green. The issue occurred during setup/inspection for use (during room setup or before the patient entered the room). There were no reports of patient involvement.